Event description:
Tm reported complaint via email. Issue occurred with sn (B)(6) (expired alarm), but resulted with a patient incident injury. Per the tm: sitter elite alarm with the 8399l-headstart chair belt. Alarm did not go off when patient self-released the headstart belt. Patient fell at 3 pm today and is on their way to have CT scan to identify any injuries.

Manufacturer narrative:
H3: due to product not being returned, reported issue cannot be determined with only the information available. This report is based solely on the information provided by the customer. A review of the complaint database revealed similar complaints of 8345 alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states check that alarm is on and that sensor belt/alarm system is working properly each time before leaving patient unattended. Pull first yellow strap to activate alarm then connect for monitoring. Stop use at once if alarm fails to sound. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands: the need to call for assistance before exiting the chair; and how to self -release. Ensure all parts of the system are operational before leaving patient unattended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Manufacturer narrative:
H3 visual findings observed the alarm unit received with a sensor belt. Indentations noted on the exterior housing. Both dust covers underneath the battery slots are broken, and the broken pieces fell inside the unit causing a rattling sound when the unit was shaken. Brown residue was observed outside the battery compartment. Creases were observed on the foam strap of the sensor belt as a sign of normal wear and tear. Product evaluation found that the returned alarm unit sounded when the returned sensor belt hook and loop were detached, and it did not sound when the hook and loop were attached as intended. The alarm passed all functional testing. The returned sensor belt was also evaluated with the in-house alarm unit, and it functioned as intended. The instructions for use (IFU) were reviewed and were found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states check that alarm is on and that sensor belt/alarm system is working properly each time before leaving patient unattended. Pull first yellow strap to activate alarm then connect for monitoring. Stop use at once if alarm fails to sound. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands: the need to call for assistance before exiting the chair; and how to self -release. Ensure all parts of the system are operational before leaving patient unattended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.